Manufacturer narrative:
Additional information was provided tha that repeat results were believed to be correct. The ast reagent lot number was 863377 with an expiration date of 31-may-2026. The ggt reagent lot number was 909910 with an expiration date of 30-jun-2026. The field service engineer checked the analyzer and found that the sample probe was misadjusted on the edge of the cuvettes. The issue was consistent with the sample probe being bent during the operator's daily cleaning and maintenance. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas 6000 c501 module. The following examples were provided: sample 1 initial ast result was 28.1 u/l, and the repeat result was 49.9 u/l. Sample 2 initial ggt result was 73 u/l, and the repeat result was 43 u/l. No questionable result was reported outside the laboratory.